Event description:
It was reported that during an arthroscopic procedure, the physician utilized a flow control valve unit. The flow control valve cable reportedly had a loose connection, the operating room staff was required to hang the cable higher than the flow control valve unit and with a slight bend in the cable in order to achieve functionality. The procedure was completed successfully and without any pt consequence.

Manufacturer narrative:
The pt's age and gender have been requested but were not received.